Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2008 and mesh was implanted into the patient at each surgery. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent midurethral sling gynecare tvt procedure on (B)(6) 2008 by dr. (B)(6) due to mixed urinary incontinence.